Event description:
A 6f angio-seal vip was selected for use and deployed. Four days post-deployment, the pt returned to the hospital for a thrombectomy at the deployment site in the right common femoral artery. The pt expired 19 days later due to an unk cause.

Manufacturer narrative:
The results of the investigation ar inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported incident could not be conclusively determined. The angio-seal instructions for use (IFU) state that based on clinical experience, thrombosis at the puncture site is a risk or situation associated with the use of the angio-seal device or vascular access procedures, if thrombus at the puncture site is suspected, the diagnosis can be confirmed by duplex ultrasound. Treatment of this event may include thrombolysis, percutaneous thrombectomy, or surgical intervention.